Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose level and over delivery of insulin. Customer¿s blood glucose value at time of incident was 60 mg/dl and current blood glucose value was 101 mg/dl. Customer treated with food. Customer stated that the drive support cap appeared normal. Insulin pump will be returned for analysis.